Event description:
The tip of the needle broke off during surgery. The surgeon noticed and removed the broken tip from the patient's internal tissue before closure and it was sequestered. Suture: 0 vicryl j701d, lot # tgmbmj, exp 05/31/2028.